Event description:
Patient reported receiving a blood glucose reading of 88mg/dl, using the suspect device. At the same time, patient's blood was drawn for a lab test, which measured 67 mg/dl. Patient indicated that controls had been run on the system, prior to the lab comparison, and had tested in range. No treatment was received. A request was made for the return of the suspect product and replacement product was sent.